Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the ok keypad button was under-responsive and there was moisture behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/15/2015. Device evaluation: the device has been returned and evaluated by product analysis on 11/30/2015 with the following findings:the pump was unable to power on. Visual inspection revealed that the keypad cover was intact with no physical damage. The keypad cover was removed and no defects were found with the button contacts. Additional testing for the complaint of a button response issue could not be completed due to inability to power on the pump. Unrelated to the original complaint, investigation revealed that the battery compartment was cracked in two places and that there was moisture corrosion inside the battery compartment. Leak testing revealed a battery compartment leak. The pump casing was removed and there was evidence of moisture corrosion found throughout the inside of the pump.